Event description:
Advanced bionics was made aware that the patient twas explanted due to dissatisfaction with the position of the device. The patient was reimplanted with another advanced bionics cochlear implant.